Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that several times they found defective laser probes. Per reporter, a lot of power was needed for minimal effect. They had to change the probe for a new one without negative consequences for patients. No further information is expected.